Manufacturer narrative:
(B)(4). The healthcare facility have confirmed that the tip of the r-inj-04 injector was retrieved by the surgeon with no adverse effect to the pt. The t-flex aspheric 623t intraocular lens was removed from the r-inj-04 injector and an injector of a different brand was used to implant the t-flex aspheric 623t iol. The intraocular lens was implanted successfully in the same surgery session without further complication. The healthcare facility contacted the pt one day post-operatively to discuss the results of the procedure. The pt informed the healthcare facility that she was very pleased with the vision she has following the cataract procedure performed on (B)(6) 2011. The r-inj-04 injector associated with this report was supplied in a system pack with a rayner t-flex aspheric 623t intraocular lens. The r-inj-04 injector is available in the united states of america however, it is supplied as a stand alone product. A review of production records for this batch confirms that all manufacturing and quality checks were satisfactory and that all injectors released from batch (B)(4) were within specification.

Event description:
Rayner intraocular lenses limited has been advised that during the implantation of a t-flex aspheric 623t intraocular lens, the tip of the r-inj-04 injector became detached from the injector body and had to be retrieved from the eye.